Event description:
It was reported that during a da vinci hysterectomy procedure, the wires on the prograsp forceps instrument were broken and exposed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(6) 2013, the resource assistant at the hospital contacted intuitive surgical inc. (Isi) to request that the returned material authorization (RMA) be canceled and indicated that the instrument would not be returned for evaluation. The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.